Event description:
Revision surgery - due to pain.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2019-00611; 520-38-018, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.